Event description:
Or supervisor was moving a contractor installed light head when it broke at the "elbow" and made contact with or supervisors right leg. When or supervisor moved in an attempt to get away from the light it was described that the or supervisor pulled their neck. Or supervisor was sent to the ER, released and sent home. No bleeding or lacerations were observed.